Manufacturer narrative:
The product was received for evaluation. Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: may 5, 2023. Section h3: evaluated by manufacturer: yes. Device evaluation: the suspect iol was removed and visual inspection under magnification found no issues. No further evaluation was performed. The complaint issue of lens damage could not be confirmed during product evaluation, and no issues were identified. Conclusion: based on the complaint investigation results, the complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was "defective". Implanted but removed. It is also noted that the patient was unable to tolerate the lens. No further information was provided.